Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt result was obtained from a single patient sample on a vitros 5,1 fs chemistry system. A likely assignable cause for the higher than expected vitros phyt result could not be determined. There was no indication the vitros 5,1 fs system malfunctioned and precision testing was acceptable, indicating the instrument did not likely contribute to the event. However, a vitros phyt slide related issue could not be ruled out. The customer provided quality control results, but no definitive conclusion regarding the slide lot¿s performance could be made. The appropriate control ranges could not be confirmed as the customer could not confirm the control fluid manufacturer. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer provided limited information to determine if they are following the sample device manufacturer¿s recommended guidelines for sample centrifugation. Cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a higher than expected vitros phenytoin (phyt) result from a single patient sample processed using vitros chemistry products phyt slides on their vitros 5,1 fs chemistry system. Patient sample result of 54 mg/ml vs. The expected result of 37.0 mg/ml. The customer reported the result of 54 mg/ml to the clinician; however, the higher than expected result was questioned by the clinician as the elevated vitros phyt result did not fit the clinical presentation of the patient. It is unknown if a corrected report was sent to the clinician. Ortho has not been made aware of any allegations of actual patient harm occurring as a result of the events. (B)(4).